Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer reported insulin flow blocked alarm, time and date were incorrect, differences in sensor and blood glucose values and calibration not accepted. The customer reported blood glucose value of 600 mg/dl. The customer had an emergency visit to hospital and treated with intravenous insulin infusion. The customer also experienced symptoms of feeling sick/unwell and tired/weak. The event involved product(s) mmt-1884l, mmt-244a, mmt-332a, mmt-7040c1 and mmt-7841zn. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-244a, mmt-332a, mmt-7040c1 and mmt-7841zn. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer had not reported time and date anomaly.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Delivery anomaly-no delivery/occlusion alarm not confirmed. Delivery anomaly-possible under delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the primary (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 07-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary (B)(4), perform the history review 1 week prior to the event date 07-aug-2025 in the pump history file and found 2 lost sensor alerts on (B)(6) 2025, 1 nodelivery (7) alarm on (B)(6) 2025 (during bolus), 1 nodelivery (7) alarm on (B)(6) 2025 (during bolus), 1 sensor error alert (801) on (B)(6) 2025, 2 sensor error alert (801) on (B)(6) 2025, 1 lost sensor alert (780) on (B)(6) 2025, 3 lostsensor1alert (780) on (B)(6) 2025, 1 nodelivery (7) alarm on 0(B)(6) 2025 (during bolus), 2 nodelivery (7) alarms on (B)(6) 2025 (during bolus), and 1 nodelivery (7) alarm on (B)(6) 2025 (during bolus). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. On a related (B)(4), perform the history review 2 days prior to the event date 01-aug-2025 in the pump history file and found 2 sensor error alerts on (B)(6) 2025, 1 lost sensor alert on (B)(6) 2025, 2 lost sensor alert on (B)(6) 2025, and 1 nodelivery (7) alarm on (B)(6) 2025 (during bolus). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia)/dka. Delivery anomaly-possible under delivery not confirmed. Delivery anomaly-no delivery/occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.